Event description:
It was reported that 2-year post-implantation, the patient underwent revision surgery due to implant fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source- foreign: italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, d10, g3, g6, h1, h2, h3, h4, h6, h10. D10- unknown liner, item# unknown , lot# unknown multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2022 -00677. No product was returned or pictures provided: product evaluation could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical record were provided and reviewed. Patient is female, age 68 at the moment of revision. Initial tha in 2016 and first revision in 2020 for fractured insert. During revision, surgeon assessed that stem and acetabular cup were found to be well positioned and osteointegrated. Products were not returned for investigation and pictures were not provided therefore device evaluation could not be performed. At the moment of manufacturing, the head respected design specification. No information on manufacturing records could be reviewed on the insert, as item and lot number were not provided. With the available information a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.